Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However; troubleshooting was requested. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 316, 401. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: confirmed: since (B)(6) 2024 00:03:12 alarm 401- inspiration block / device leaky message showed up together with alarm 300 and error 3. Inspiration block tightness test is incomplete. The test shows a flow insp reading of 73.54 lpm. Root cause failure: defective inspiration valve nt.